Event description:
It was reported that a patient underwent a left trochanteric fixation nail (tfn) insertion in (B)(6) 2015. Patient was experiencing pain postoperatively. X-ray revealed that the 11.0 mm titanium helical blade, perforated the femoral head; it was also confirmed that the patient had a non-union. On (B)(6) 2015 patient underwent removal of the 100mm helical blade; a 90mm lag screw was inserted. Procedure was successfully completed; no surgical delay was reported. This report is for an unknown nail. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The 510(k) number of the unknown nail is not known. This field was populated in error on the initial medwatch report and should be blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Unknown day in (B)(6) 2015 without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.